Event description:
In the 'abstract book for the european congress of neurosurgery meeting'; one of the papers to be presented (ss 148.4), indicates that one of the pts implanted with a 'cordis hakim standard valve' died due to hamatocephalus complications. The congress took place between september 10-24, 1999.